Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation.   A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 9 years since the subject device was manufactured.   Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely the loss of image was due to faulty printed circuit boards (bi and g1 boards). Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus there was no image appearing on the liquid crystal display (lcd) monitor. It was not specified when the event occurred. There was no report of patient injury or medical intervention associated with this event.

Manufacturer narrative:
The device was returned to olympus and evaluated. The customer¿s allegation was confirmed when internal failures were found on the circuit board. Additionally, the evaluation found the following non-reportable malfunction(s): a scratch on the bezel. Three attempts were performed to obtain additional information, but no response was received from the customer. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.